Event description:
It was reported to philips that the device monitor displayed horizontal lines and vertical dashes on the screen during a 12-lead transmission. The customer checked the lead connections then swapped monitors with the original leads still connected to the patient, and the problem went away. There was no reported adverse patient impact.